Event description:
It was reported that the patient had turned their stimulation up to 8v and they weren¿t feeling anything. The stimulation was not working on their right side. The night prior to the report they noticed their stimulation was weak. They turned their stimulation up all the way and they still did not feel a thing. The patient not being able to feel stimulation started on the day of the report. The patient had chronic pain in their right leg and foot. The patient had a fall a few days prior to the report but just hit their face on the counter and did not fall on the floor. The patient met with a manufacturer representative on (B)(6) 2015 and impedance testing was performed. The results were: reference electrode 0: electrode 1 ¿ 599 ohms electrode 2 ¿ 652 ohms electrode 3 ¿ 717 ohms electrode 4 ¿ 3436 ohms electrode 5 - 731 ohms electrode 6 ¿ 2823 ohms electrode 7 ¿ 3838 ohms reference electrode 4: electrode 5 ¿ 2802 ohms electrode 6 ¿ 4612 ohms electrode 7 ¿ 5578 ohms reference electrode 5: electrode 6 ¿ 2437 ohms electrode 7 ¿ 3600 ohms reference electrode 6: electrode 7 ¿ 2995 ohms reprogramming was done using electrodes 4/5 and 5/6. Even at 10.5v the patient did not feel stimulation. The patient showed up to the appointment at 7v and was not feeling stimulation. The patient had two programs, electrodes 0 through 3 for left pain and electrodes 4 through 7 for right pain. Further follow-up indicated that there was a lead break or fracture. X-rays were taken but it was unknown if an obvious fracture was noted. The patient was scheduled for a lead replacement on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2004, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3 7754, serial# (B)(4), product type: recharger. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID neu_unknown_lead, implanted: (B)(6) 2004, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID neu_unknown_lead, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
Additional information received reported that following a lead replacement on (B)(6) 2015 the patient had stimulation in the wrong location. The surgery took 5 hours and after being under anesthesia for so long the patient did not remember speaking to the manufacturer representative. They were asked if they were feeling stimulation in the right foot because 'it was not working for their right side'. The patient remembered none of this. They needed the stimulation in their feet to treat neuropathy however they were only feeling stimulation in their butt and upper thigh which they do not need stimulation for. Program a was set up for both the left and right side but the device only operated on the left side. They adjusted their stimulation the night prior to the call but after the surgery they have been hurting and have no pain control. It used to work on left side perfectly but now it does not work on the left side at all. The patient was scheduled for a follow-up appointment with their health care provider (hcp) however the date was unknown at the time of the report.

Event description:
Additional information received reported that the patient had a post-op follow-up appointment scheduled on the thursday of the week of the report. The patient was getting stimulation into both legs and feet.